Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke at 15 mm from the distal end. The broken probe was not returned. Contrary to the doctor's comment, there were scratches around the broken point, which might be caused due to the probe in contact with hard objects. The shape of the fracture surface showed that a crack spread from the scratches as the starting point. And there was a coarse part on the fracture surface. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the probe broke off because a physical stress was applied while the cracked probe was put on the instrument table. The crack of the probe spread because the scratched probe was activated output in seal & cut mode. The scratch occurred because the subject device was activated output in seal & cut mode in contact with a hard tissue, a metal clip and other devices. The above might be most likely related to the doctor's technique. Also, based on the past similar cases, it was known that the probe was damaged due to activating output in seal & cut mode while coming in contact with a hard tissue, a metal clip, and other devices. The instruction manual of the subject device warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the doctor used the subject device during a laparoscopic gastrectomy. The probe of the subject device was broken while the doctor put the subject device on the instrument table. The doctor completed the procedure with another device. There was no patient injury regarding this report. The doctor commented that the subject device haven't grasped something hard and haven't come in contact with a clip.